Manufacturer narrative:
Medtronic received information that when the reported issue occurred, procedures including the imaging system could not be loaded.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The software that was being updated was un-installed and re-installed, and that resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure after installing spine 2.1 software onto the system, it was displaying the following error when trying to add the imaging system, "error setting up task flow for chosen procedure. Please ensure system has proper task flow file." There was no patient present.